Event description:
It was reported that during the implant attempt of the left ventricular lead, the competitor guidewire got stuck in the lead. The guidewire could not be removed, so the lead and wire were taken out. A new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Competitor guidewire stuck in lead. Visual analysis using destructive analysis and found the guidewire tip damaged/kinked/buckled and its coating adhered inside the nose of the lead tip. There is nothing wrong with the lead. Using of competitor guidewire is not medtronic recommendation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.